Manufacturer narrative:
Incorrect information was reported in initial report in section e. Due to the initial reporter being "anonymous", initial reporter telephone number was not provided, therefore initial reporter telephone number (e1) should be blank and patient sex is unknown (a3a).

Event description:
A customer reported incorrect insulin unit readings. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up from technical support, and no additional corrective actions or information were obtained.